Event description:
It was reported that when the compression mode was changed to "30:2 or continuous" or "15:2 or continuous", the device suddenly stopped operation and indicated a user advisory (ua). It was later determined that the user advisory was ua17. (Max motor on time exceeded during active operation). This event did not occur during patient care. No adverse event reported.

Manufacturer narrative:
Zoll medical corp. Has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.